Event description:
A customer reported encountering cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support, who provided instructions for a pump reset. After performing the reset, the cgm error code did not reappear, and the customer successfully started their sensor session.